Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced continuous, ongoing elevated blood glucose (bg) levels; no bg values were provided. The customer declined troubleshooting with tandem technical support to determine a possible cause of the elevated bg levels. Tandem technical support advised the contact to closely monitor the customer's bg levels.